Event description:
It was reported that the right ventricular (rv) lead displayed lead warning due to high impedance. It was also reported that the lead monitor switched from bipolar to unipolar and the threshold increased over time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead warning was triggered due to high impedance on the right ventricular lead. It was also reported that the threshold increased over time. The lead was initially reprogrammed until it was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as save to disk file (B)(4) data shows ventricular lead alert time occurred on (B)(6) 2012 8:03 am. The ventricular impedance at implant was 756 ohms. The ventricular lifetime impedance max/min was open/331 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.